Event description:
The patient was having a laparoscopic nephrectomy. As the doctor was inserting and removing instruments from the versastep port, he saw small bits of blue material fall off of the port and into the patient. The doctor and the scrub tech had seen this issue previously on another patient and quickly attempted to clear the debris. The patient does not appear to be injured as a result of the blue debris.